Event description:
On march 10th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system was working within expectations. Overall, bg values met sg trends well, considering the lag between bg and sg inherent to the sensing technology. Customer care recommended that the user enter bg values into the system as calibrations or glucose events when the discrepancies are observed and to continue using the system.